Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. This information included in this report does not affect the previous investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient developed an early infection requiring irrigation and debridement 5 weeks post-implantation. Patient was treated with post-operative antibiotics and no additional consequences have been reported.

Manufacturer narrative:
(B)(4). Zimmer articular surface, cat#: unknown, lot#: unknown, zimmer femoral component, cat#: unknown, lot#: unknown. Initial reporter: bucheit, jonathon serre, antoine bouilloux, xavier puyraveau, marc jeunet, laurent garbui, patrick (2013) cementless total knee arthroplasty in chronic inflammatory rheumatism. Eur j orthrop surg traumatol 24, 1489-1498. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04176, 0001822565-2017-04180, 0001822565-2017-04185. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that a patient developed an early infection. Patient then underwent a surgical debridement. No further information has been provided.